Event description:
The patient reported to the audiologist, that she had not worn her external equipment since 2006, when she first noticed tissue breakdown over the cochlear implant site. The patient did not contact the implant clinic until may 21, 2007. The implant surgeon removed the patient's device in an office procedure. The patient will not be reimplanted due to her advanced age.

Manufacturer narrative:
This is a final report.